Manufacturer narrative:
Concomitant medical products: etlw1624c124e, sn (B)(4), expiration date: 2018-01-18, (B)(4); etlw1620c124e, sn (B)(4), expiration date: 2018-06-21, (B)(4). Film evaluation summary: the exact source or cause of the blush type contrast seen along both sides of the stent graft within the aneurysm sac could not be conclusively determined from the films provided. Although the reported type iii fabric endoleak cannot be ruled out, this is most likely a type IV transgraft endoleak due to graft porosity. Other factors such as heparin dose, outflow resistance, and volume of the a neurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure an angiogram revealed a possible unknown type iii endoleak or possible type IV endoleak. The physician reballoon each of the endurant ii stent graft limbs limb at the level of the flow divider; however, the endoleak persisted. The physician then elected to implant another manufacturer¿s 16x16x9.5 cm stent graft limbs bilaterally and the endoleak was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.